Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, at the end of the case, I was packing up the set and the synfix evolution trial m 13.5 10 degree would not come off the trial implant holder. When I was trying to disengage the trial the evolution spindle that goes down the trial implant holder to engage the trail would unwind to disengage the knob. However, the long shaft was stuck at the threader portion of the spindle. The implant trial is stuck onto the implant holder (2 pieces instrument) in simpler terms. No patient consequence. This complaint involves two (2) devices. This is 2 of 2 for report (B)(4).